Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine follow up, this pacemaker was interrogated and was found to have entered into safety mode, resulting in inadequate stimulation. The patient was admitted to the hospital and the next course of action for the patient is device explant and replacement, which has been scheduled. As of this time, this device remains in service. No additional adverse patient effects were reported.